Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse on (B)(6) 2005 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat stress urinary incontinence, pelvic organ prolapse, cystocele and rectocele concurrently with an abdominal hysterectomy. Due to pain, erosion, extrusion, bleeding and dyspareunia, the patient underwent mesh removal on (B)(6) 2007. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence, bowel problems, and organ perforation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04346. The same patient is represented in each medwatch.